Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 08/07/2014; belt: 12/23/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient reportedly passed away following a procedure while in the hospital and was not wearing the lifevest at the time of death. Review of the download data indicates that the patient received one defibrillation shock on the date of the patient's death. The patient's ECG indicates that the patient entered into asystole and CPR artifact contributed to the fase detection. The energy during the shock was 97j over a 689 ohm impedance. Similar events have indicated that the lifevest was not in full contact with the patient's skin during the shock. This aligns with the evidence of CPR artifact found on the patient's ECG. There is no indication that the lifevest caused or contributed to the patient's death as the patient was already in a non-life sustaining, non-treatable rhythm prior to the defibrillation shock.